Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery that was not charging. There was no patient involvement when the issue occurred. No patient or user harm reported. During troubleshooting with the remote service engineer, customer biomed used a different battery, which was able to charge, but after disconnecting ac power from the unit, it would shut down. Of note, the battery voltage was at 12.75, and the 24 volts supply was good. Biomed indicated the battery is getting a trickle charge, which he will continue to charge the battery and get back to us with results. Upon callback from biomed they stated that the battery was charging and now is at 16.64 volts, after disconnecting the ac power, the unit would continue to run on battery power. Customer stated it just needed to be charged to solve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Correction to below: box b: adverse event or product problem: updated from life threatening to no selection.